Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of left hip pain. Femoral head was removed. Inside the femoral head was indication of metal corrosion. Titanium cup and liner was removed due to an aseptic loosening & cup was replaced with competitor gription & liner. Used 36 mm universal biolox head in a +0 v40 universal titanium sleeve.

Manufacturer narrative:
An event regarding corrosion involving an stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remained implanted -medical records received and evaluation: a review of the provided records by a clinical consultant indicated. "As there are no implants returned for materials analysis, this potential aspect of taper corrosion can neither be proved nor disproved as based upon current evidence. This case needs more information to solve, especially x-rays post primary and explant materials analysis for the corrosion aspect.." -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant concluded "as there are no implants returned for materials analysis, this potential aspect of taper corrosion can neither be proved nor disproved as based upon current evidence. This case needs more information to solve, especially x-rays post primary and explant materials analysis for the corrosion aspect". The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient complained of left hip pain. Femoral head was removed. Inside the femoral head was indication of metal corrosion. Tritanium cup and liner was removed due to an aseptic loosening & cup was replaced with competitor gription & liner. Used 36mm universal biolox head in a +0 v40 universal titanium sleeve.